Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was making a loud steady tone and then would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.